Event description:
It was reported that the customer's blood sugars have been high and he wants to make sure he has it set up correctly in the pump for 1 unit per hour. Customer's blood glucose level was 368 mg/dl. Customer has symptoms of high blood glucose levels such as feeling tired. Customer treated with the pump and a manual injection. Troubleshooting was performed and customer had 25 no delivery alarms in the alarm history. Tubing clamp will be sent to the customer and he will call back when he receives it to continue troubleshooting. Customer reported that the no delivery alarm was resolved by a complete set change. Customer mentioned that he had a blood glucose level of 500 mg/dl three times this past week. Customer treated with the pump. It was found that the basal settings were entered incorrectly. Customer stated that he has gone through 15 infusion sets and reservoirs due to the issues. Customer was advised to change the entire set, reservoir, and insulin. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.